Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noticed drops of insulin left on the tabletop after completing a cartridge change. There was no reported impact to the customer's blood glucose level. Due to the event occurring in the past, and the customer being unsure of the source of the insulin, troubleshooting could not be performed.